Event description:
Unomedical reference number (B)(4). Event occurred in canada. On 09-apr-2024, it was reported that, the patient felt like vomiting, nausea, and experienced high blood glucose level therefore, they tried to treat it with bolus, but in the morning of (B)(6) 2024, the patient was admitted to the hospital with blood glucose level of 40 mmol/l. During hospitalization, the patient received insulin drip intravenously as corrective treatment. Further, the patient stayed for 4 days in the hospital and currently, the blood glucose level was 3.9 mmol/l. No further information available.

Manufacturer narrative:
Unomedical hereby submits this supplemental report as part of its complaint remediation activities conducted under a CAPA/FDA action plan. This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this supplemental information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remain unchanged. MDR retraction: the initial MDR with manufacturing report number (3003442380-2024-00302), was submitted on 09-may-2024. However, based on the investigation done on 18-jan-2026 and clinical review done on 19-jan-2026, it was found that the serious injury was not related to the infusion set and no allegation on unomedical products. Now, this case has been determined to be non-reportable. Hence, this MDR is being submitted to retract the initial MDR. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.

Event description:
To date, no additional patient or event details have been received.